Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the external packing was intact, while the sterile packaging in which the stem is contained is damaged in some place and there is an opening of the envelope.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d9, g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product found the pre-tear location on both sides of the inner pouch are intact and untorn. There is a hole puncture and scuff marks in the inner pouch. The sterile blister was not returned; sterility or breach thereof cannot be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. A corrective action has been initiated for this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.